Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings and compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The patient was unable to recall when the alleged meter inaccuracy began. On unspecified dates/times, the patient claimed she tested her blood glucose with the subject meter and obtained what she felt was an inaccurate ¿high glucose¿ warning message (this warning appears when the meter detects blood glucose greater than 600 mg/dl) and result of ¿506 mg/dl¿ which she stated was higher when compared to another meter (she did not recall the exact result). The patient manages her diabetes with novolog insulin on a self-adjusting dose. In response to the alleged issue, the patient reported increasing her dose of insulin from 5 to 12 units. The patient reported developing symptoms described as ¿low blood sugar feeling, really hot and sweaty, heart rising, panic and went unconscious¿ at an unspecified time after the alleged issue began. Emergency services were reportedly called. The patient stated that the paramedics tested her blood glucose with their meter and received a result of ¿34 mg/dl¿ and treated her with juice. At the time of troubleshooting, the cca determined the unit of measure was set correctly on the subject and there was no indication of misuse of the device. The cca noted the test strips were stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.